Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) remoted in, no issues were found on the application and no failures appeared on the screen and no drawer failure on medstation. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rx7w2 drawer 6 failed. The customer attempted a drawer recovery, but the system displayed a required maintenance error. They also powered down the station, unplugged it for several minutes, then restarted it; however, the drawer remains unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.